Event description:
It was reported that about 350 short v-v intervals were observed (oversensing) but the lead integrity alert (lia) wasn't triggered. The lead impedance was reported to be low, but ok. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Manufacturing site # was not pulled in so generic medtronic site was selected.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed no anomalies related to noise. A total of 606 ventricular sensing integrity counts are observed on the lifetime counter. This noise level appears constant over the record at about 1.31 counts avg/day. No episodes of short ventricular-to-ventricular non-sustained ventricular tachycardia episodes are observed.